Event description:
It was reported that the customer had high blood glucose levels of 478 mg/dl. The customer reported treating with a bolus from the insulin pump. The customer indicated not having any symptoms consistent with high blood glucose levels. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised that a new tubing clamp would be sent in order to complete troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).